Manufacturer narrative:
Upon receipt at boston scientific, the device was thoroughly evaluated. The device was unable to be interrogated due to battery being depleted. The data obtained during analysis was not sufficient to explain why the device was at ert at the most recent follow-up. Based on the data the device should have declared ert many months prior. Additional information was received from the field that this patient had there pacemaker checked via trans-telephonic monitoring (ttm) and had not been interrogated with the zoom programmer since eight years prior. A known issue with this model device can occur if the device is in fallback mode the charge time measurement may not work correctly. The gas gauge may deplete normally for years when it may suddenly read higher than the previous follow-up, potentially 100% beginning of life (bol). A software upgrade was implemented months after this patients last device interrogation in the clinic (the patient was followed via ttm for eight years with no clinic interrogation) so the device never received the upgrade until recently when they were seen in the clinic and interrogated with the zoom programmer. Final laboratory analysis concluded that the inability to capture in ddi mode and not vvi mode was the result of the battery being depleted to the point at which these functions could no longer be supported.

Event description:
Boston scientific received information that this pacemaker had reached elective replacement time (ert) and upon interrogation, the field representative reported loss of capture in ddi mode. When the field representative switched the pacemaker to vvi mode, successful capture was seen. The patient reportedly had an underlying rhythm around a rate of 40 beats per minute (bpm). This device was explanted due to being at ert and a new device was successfully implanted. No adverse patient effects were reported.